Event description:
It was reported that the cause of the event was unknown. Impedances on electrodes 0 and 2 were greater than 4,000 ohms. The pulse width was decreased on (B)(6) 2014. On (B)(6) 2014, the patient reported comfortable pulsation with improved bladder control. The event did not require patient hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0fwky, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).